Event description:
I got the essure implant in (B)(6) 2010. Shortly after, I experienced severe vomiting and diarrhea leading to rapid weight loss, fibroid tumors, pelvic pain, heavy bleeding. Symptoms have continued since then and am currently scheduling a hysterectomy to completely remove the devices.